Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: d4; d9; g3; h2; h3; h4; h6. Visual examination of the returned product identified flexible drill shaft is bent / deformed and confirmed wire to be broken. Nicks, scratches, and wear damage are found on the device from previous uses. No other damage was noted review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. This complaint was confirmed based on the returned, fractured device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2: foreign ¿ canada. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while drilling for future screw, the shaft broke. The drill was not put on reverse. No broken pieces were found in patient and the surgery was completed with another instrument. There was no known impact or consequences to the patient. It was reported that no further information is available.